Manufacturer narrative:
Therefore, because the device malfunctioned and that malfunction resulted in a serious injury, this event is reportable per 21 cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a patient had been wearing mtm aligners and it appears as though tooth #9 became extruded. The dentist also stated that the #4 aligner, which the patient was still wearing, never seated properly.